Event description:
On 30-apr-2026, a sales representative reported via email that an ar-1588r-ib acl repair tightrope seems to be fraying on the button and is broken. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 04-may-2026: it was reported that during an acl repair procedure, the frayed and broken tightrope issue occurred inside the patient during final tensioning on the femoral side. The affected implant was removed from the patient, and all detached fragments were accounted for and retrieved during the procedure. The case was completed using another ar-1588r-ib acl repair tightrope and restarting the steps. The procedure was ultimately completed as planned without the need for alternate techniques. The surgery was delayed by approximately 20 minutes. No additional anesthesia was administered. At this time, no adverse patient effects have been reported in relation to this event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.